Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid inside, and could not be weighed. No foreign material was observed within the device, nor on the shell surface. During the initial examination, the product evaluation team (pe) observed a small red string on the injection dome. No other anomalies were observed. A root cause could not be determined. The device history record (DHR) of lot number 7433096 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All implants are 100% inspected before leaving the facility. The customer complaint was confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). The device was not returned to mentor.

Event description:
It is reported that a very small red string was found on the injection dome of the implant before the procedure. The string was in the container when the physician noticed and handed it off the field. There was no patient contact.

Manufacturer narrative:
On 11/7/2017, a device history record (DHR) review was completed for this device. As a result, the manufacturing date, expiration date and UDI fields have been updated. The device history record (DHR) of lot number 7433096 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It is reported that a very small red string was found on the injection dome of the implant before the procedure. The string was in the container when the physician noticed and handed it off the field. There was no patient contact.